Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they woke up with a seizure. After they stabilized, the customer drank some juice and test their blood glucose level. Customer's blood glucose level was 53 mg/dl. The sensor did not alarm when their blood glucose level was low. The sensor was reading 90 mg/dl. The device was not returned.